Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) part involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The monitor was found to have a blank right eye when it was powered on. There was found to be a defective inverter board. The root cause of the issue was attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site, performed troubleshooting and confirmed the issue with the high-resolution stereo viewer (hrsv) monitor. The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv monitor, however, failure analysis has not completed the investigation. Therefore, the root cause of the customer reported failure mode has not yet been determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. System log review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: "scc2 hrsv right monitor failed to reach desired brightness within 5 minutes". The log review showed that the customer received an error message prior to the start of the procedure and prior to going into a following mode. However, in addition, class 0 inf system advisory only was found in the logs. Reported events falling into this category are simply logged to the msc error log typically without any action or notification of the supervisor (i.e. No other system response). In some cases, some ui signal is given to the user, testing of which is covered in the system ui tests rather than in fist. Items that fall into the basic advisory class are for field service performance monitoring only, they do not pose any patient safety risk and are invisible to the user. Class 0 is a convenient method for recording additional diagnostic information or non-critical events into the logs for improved serviceability; they exist for engineering analysis and service monitoring only. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate the procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a blank right eye in the surgeon side cart 2 (ssc2) was noted. The customer had power cycled the system but the issue persisted. The system logs confirmed that the ssc2 high-resolution stereo viewer (hrsv) right monitor failed to reach desired brightness on the ssc; the customer had mixed system consoles between systems. The procedure continued, using the other console. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.